Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation confirmed the reported scope damage. A visual inspection was performed and found the bending section cover torn and stretched. In addition, the bending section skeleton was found broken and likely caused the scope to fail leak testing. No sharp edges were found with the bending section skeleton and no evidence of protruding wires was found. The scope was serviced and returned to the user facility. Based on the evaluation findings, user handling and excessive torque of the scope during use likely caused the reported scope damage. The instruction manual for use states, ¿to prevent damage, do not apply excessive force to the endoscope and accessories during reprocessing. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged.¿

Event description:
Olympus was informed that during a ureteroscopy laser litholapaxy procedure, the distal end cover was damaged. No protruding wires noted from the scope. No device fragment fell inside the patient. The intended procedure was completed using the same scope. No patient injury reported.